Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 at 8am when she was unable to perform a test using the subject device. The patient stated that she manages her diabetes using pills, diet and/or exercise and she reportedly decreased her food and/or drink consumption on (B)(6) at 9am in response to the alleged issue. The patient reported experiencing symptoms of feeling nervous an unspecified amount of time after the alleged issue began and denied receiving any further form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that it was not the patient¿s first use of the product, and there had been no misuse. The csr confirmed that the correct test strips were being used. The csr was unable to resolve the issue with troubleshooting. The patient¿s products were requested back for investigation and replacement products were sent out to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.